Event description:
It was reported that during preparation for an unspecified procedure, the filterwire fractured. The cath lab technician was prepping the wire for the procedure and while pulling the filterwire into the delivery sheath the wire fractured. The technician did not feel any unusual resistance. There was no patient contact.